Event description:
The customer reported that this unit is not registering the co2. The issue was discovered during setup. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit is not registering the co2. The issue was discovered during setup. The customer tried to clear the error by replacing the water trap and checking for kinks in the sample line; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is not registering the co2. The issue was discovered during setup. The customer tried to clear the error by replacing the water trap and checking for kinks in the sample line; however, the issue remained. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be a failing pump. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is not registering the co2. The issue was discovered during setup. The unit was not in patient use at the time.